Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Please cross reference MFR# 3005094123-2023-00339.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a male patient. (Customer provided reference range used male =< 34.2ng/l) the patient was scheduled to have his blood collected again and the following results were provided: (B)(6) 2024 sid (B)(6) (lot number 56447ud00) hs troponin I result was 200.3 ng/l macrotroponin testing = 99.7% troponin removed by peg (0.6 ng/l) hs troponin t result = 4.4 ng/l the sample collected on (B)(6) 2024 tested on vitros high sensitive troponin and result was < 2 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Updated information in section d4 primary UDI number. The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review shows that the median patient results for lot 56447ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 56447ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a male patient. (Customer provided reference range used male =< 34.2ng/l) the patient was scheduled to have his blood collected again and the following results were provided: (B)(6) 2024 sid (B)(6) (lot number 56447ud00) hs troponin I result was 200.3 ng/l macrotroponin testing = 99.7% troponin removed by peg (0.6 ng/l) hs troponin t result = 4.4 ng/l. The sample collected on (B)(6) 2024 tested on vitros high sensitive troponin and result was < 2 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review shows that the median patient results for lot 56447ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. The return sample was tested and the dilution linearity showed that no linearity was found, indicating the presence of an interferent. Heterophilic blocking tube (hbt) interference testing showed that the difference in the calculated values between neat sample and treated sample suggests hbt interference. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 56447ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for a male patient. (Customer provided reference range used male =< 34.2ng/l) the patient was scheduled to have his blood collected again and the following results were provided: (B)(6) 2024 sid (B)(6) (lot number 56447ud00) hs troponin I result was 200.3 ng/l. Macrotroponin testing = 99.7% troponin removed by peg (0.6 ng/l). Hs troponin t result = 4.4 ng/l. The sample collected on (B)(6) 2024 tested on vitros high sensitive troponin and result was < 2 ng/l. No impact to patient management was reported.